Event description:
It was reported that a patient presented in clinic to have a lexiscan stress test performed. Intermittent ventricular undersensing was observed. It was found that the atrial pacing coincided with premature ventricular contractions that resulted in safety pacing. The patient is not symptomatic. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.